Manufacturer narrative:
Concomitant medical products: 10ml bd syringe, ref (B)(4), lot number 8141807, exp 2021-05-31; peripheral IV. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a peripheral IV was started in the emergency department, but when the line was flushed, saline came out of the bottom of the catheter, "where the plastic piece meets the catheter". The line wouldn't flush properly, and blood also leaked out of the catheter. There was no patient harm.